Event description:
It was reported that needle clipping device safe clip was jammed. This was discovered during use. The following information was provided by the initial reporter: material no: 328235, batch no: 8288025. It was reported that the needle- it keeps getting "jammed" in the device and that the hole is "blocked".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 23 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle clipping device safe clip was jammed. This was discovered during use. The following information was provided by the initial reporter: material no: 328235 batch no: 8288025. It was reported that the needle- it keeps getting "jammed" in the device and that the hole is "blocked".